Event description:
Initial report: physician stated he injected sculptra (poly-l-lactic acid) around orbital bone. About 1 month (mo.) After injection, pt (patient) developed visible subcutaneous papules. F/u dated 2005: consumer reported she is a female, who received one treatment of sculptra about 2 mos ago for treatment of lines under eyes. Immediately after treatment, she experienced "little rocks" around her eyes, similar in appearance to "polka dots". She now sees her physician 2 times a week for injections of saline and lidocaine into affected area. She states she will need a total of 16 treatments and that her physician is not certain that she will completely recover. She reports that with these injections, the affected area is getting softer and has improved by about 10%. Her eyes have since become black and blue and she believes she may be left with scarring. She believes that her event may be associated with a defective batch. F/u dated four days later: physician states pt developed about a half dozen subcutaneous nodules after injection of sculptra over her orbital rim and through her eyelid skin. Nodules were treated with injections of saline and kenalog (triamcinolone). Kenalog was injected one time into each nodule, which caused the nodules to become slightly smaller. Saline was injected with multiple passes into nodules causing the nodules to become slightly softer. Physician states that with the saline injections, nodules have multiplied, creating satellites. Pt has also experienced bruising from injections of saline. Physician reports he incised the center of one nodule for a pathology study. He states the material left formed a nodule greater than what was incised. F/u dated fourteen days later: consumer reports that her eyes are still black and blue with many "hard rock little bumps" despite 4 procedures with "lanacaine" and saline solution injections. She states, the "hard rocks" have expanded underneath her eye area. Her right eye has also "blown up" with intense itching on 3 occasions since sculptra treatment. She states that she has been "stressed out" for 3 mo. And feels depressed when she sees "those little bumps". She reports she may need to have blepharoplasty surgery to treat the event. F/u recieved the following month: physician provided office notes. Pt has no relevant medical history, has had no surgery around the eyes, and takes no medications. On in 2005, physician injected 1cc of product in divided doses via 25 gauge needle penetrating through skin and muscle and then providing pressure on the syringe plunger, when beneath the orbicularis oculi muscle. On withdrawal of needle and after completion of 5 or 6 aliquots along orbital rim, massage was immediately initiated. There was immediate extrusion of a small quantity of material. After completion of both sides, pt was instructed on both ice (for bruising) and to massage regularly and frequently when she got home. Seven days later, pt contacted physician regarding bumps at injection site. The bumps were quite prominent about a mo. Later. The next month, pt was treated with wide infiltration with normal saline under both eyes with multiple needle passes into and through each bump. Prior to that day, physician noted bumps multiplied. Biopsy on the same day, demonstrated the injected material with granulomatous response to it. Five days later, bumps were injected with kenalog 2mg/cc. The next day, bumps were injected again with saline with subcision; pt described as becoming stressed. Reporter's causal assessment (for nodules): definite.

Manufacturer narrative:
F/u dated 2005, batch a4d06, exp. Date 4/30/06. An eval was performed: related to product. Please note that f/u from physician two months later revealed pt's identifiers. This case was also reported. All info from this report was transferred to this case and previous report was deleted from the database. Info has been included in chronological order for easy comprehension.